Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1242445; medical device expiration date: 30-sep-2026; device manufacture date: 30-aug-2021. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: consumer reported finding from this box and prior a clear oil like matter that comes out of the needle when pressing up the plunger rod in syringe. Serious injury: no.

Event description:
It was reported that 2 relion insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: consumer reported finding from this box and prior a clear oil like matter that comes out of the needle when pressing up the plunger rod in syringe serious injury: no.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-apr-2022. Investigation summary: customer returned (10) loose 3/10cc, 6mm syringes. Customer states that a clear oil like matter comes out of the needle when pressing up the plunger rod in syringe. All returned syringes were tested and 5 out of 10 samples exhibited a small clear droplet come out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1242445 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.